Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The pump was found to have passed self-test. The customer was advised the pump was functioning as designed. The customer was advised to monitor the device and call back if issues persist.